Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced low blood glucose 37 mg/dl. Customer¿s current blood glucose value was 80 mg/dl. The customer treated with soda. Troubleshooting was done for low blood glucose and over delivery, however the customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.